Manufacturer narrative:
H3 plant investigation: although it was stated that the complaint device was available to be returned for manufacturer evaluation, to date no sample has been received. As the sample was not received, the reported complaint was not confirmed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an external dialyzer blood leak occurred approximately fifteen minutes into a patient¿s hemodialysis (hd) treatment. Blood was visually observed leaking externally from one of the header end-caps (side unknown). The machine, a fresenius 2008t, did not alarm. Fresenius bloodlines were used for the treatment. Blood test strips were used to test for the presence of blood in the system, and they tested negative. There was no reported damage identified on the dialyzer. After identifying the leak, the patient¿s treatment was temporarily paused. The cm reported that the patient¿s blood had dried up on the device¿s exterior, effectively preventing any further leaking. The patient¿s estimated blood loss (ebl) was approximately 5 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to successfully complete their treatment after continuing on the same machine with the original supplies. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.